Manufacturer narrative:
Na.

Event description:
It has been reported that a patient had to undergo an additional surgery to remove a piece of debris left in the patient. The debris was from the cutting block arm of the pigalileo robot navigation system and was noticed immediately post-op, when post-op x-ray was taken. This patient went back to surgery a couple of hours later that same day to have the piece of debris removed. The second surgery took approximately 10-15 minutes. The surgery was standard in technique as use of the robot is standard for this physician's knee replacements. The surgeon used a small incision and a c arm to locate and remove the small piece.